Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 498 and 493 mg/dl. Customer stated that the hospitalization was due to abdominal surgery and not insulin pump related. Customer was on injections. Customer was at the airport and was in a hurry to catch a plane and had taken insulin pump off to not go through radiation. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device primed and seated properly when the test reservoir was detected. No prime/fill anomaly noted during testing.